Manufacturer narrative:
An imris customer service engineer (cse) was on-site to diagnose the issue. The cse replaced the roll cylinder in the ort300 table to resolve the drift issue. Furthermore, the cse performed testing to verify proper function of the table. This MDR is being submitted outside of the required timeframe as part of remedial action initiated by the manufacturer, in response to internally identified issues regarding failed electronic submissions through webtrader.

Event description:
On (B)(6) 2019, the customer reported that the ort300 table drifted in the roll position during a procedure. There was no patient injury reported.